Manufacturer narrative:
There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. This report was initially submitted on 24 october 2024 ad per requirement. The third ack failed due to e1 lenght. This report is being resubmitted.

Event description:
Livanova deutschland received a report that, during priming, a 3t heater cooler displayed error meaning pump 1 is blocked (too slow - e07) on patient side. The circulation motor stuck and giving noise and need to be replaced. There was no patient involvement.

Manufacturer narrative:
Complaints database review pointed out that no previous similar events have been submitted for this unit since its installation in 2023, neither a concerning trend has been identified. Based on the outcome of service activity (circulation motor was replaced), the most likely root cause of the event was related to a jammed stirrer motor, likely favored by the environmental conditions in which it works such as condensation, humidity and high temperatures, or the action of disinfectants used in cleaning procedures, that contribute to wearing of the part. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.